Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however pump time and date were incorrect. Customer corrected the time and date and insulin delivery was resumed successfully. Customer¿s blood glucose level was 202-360 mg/dl.